Manufacturer narrative:
Qn#(B)(4). Teleflex did not receive the sample for evaluation therefore, the reported complaint of blood leaking through the sheath into the cath gard is not able to be confirmed. The root cause of the complaint is undetermined. The specific lot number was not reported, but a device history record (DHR) review was conducted for all the lot numbers shipped to this account with no relevant findings. All devices passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks.

Event description:
The event involved a patient of (B)(6) in height. While in the 5 heart department the patient received left femoral venous sheath placed for trans-venous pacer placement attempt. A small threaded cap piece is supposed to go on the end of the sheath and the pacer inserted through that so that there is a method of securing the pacer location and preventing the back flow of blood/fluids that may be infused through the sheath. That cap was omitted. An infusion that was attempted through that sheath instead back flowed into the clear plastic pacer covering. The event occurred during insertion. The patient died. It is unknown if the device contributed to the patient's death.

Manufacturer narrative:
(B)(4).

Event description:
The event involved a patient of (B)(6) in height. While in the 5 heart department the patient received left femoral venous sheath placed for trans-venous pacer placement attempt. A small threaded cap piece is supposed to go on the end of the sheath and the pacer inserted through that so that there is a method of securing the pacer location and preventing the back flow of blood/fluids that may be infused through the sheath. That cap was omitted. An infusion that was attempted through that sheath instead back flowed into the clear plastic pacer covering. The event occurred during insertion. The patient died. It is unknown if the device contributed to the patient's death.